Event description:
It was reported that during a scheduled device change-out due to normal battery depletion, externalized conductors were observed under fluoroscopy. The lead remains implanted. The patient will continue to be monitored normally.